Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. In this case, the cause of the bleeding cannot be confirmed; however, as per the medical records, the patient may have sustained a myocardial hematoma with diffuse intramyocardial bleeding, secondary disintegration and diffuse bleeding. The patient did have a history of long-term steroid use that may have increased the risk for injury related to friable tissue. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
This patient died from a bleeding complication after transfemoral tavr. As reported, he was originally scheduled for transapical tavr; however, as access was being established, it was determined that the apex was too friable and the incision was closed. A tao approach was considered and ruled out, at which point the team decided a conduit to the high left common iliac would be best. This was established and the procedure continued with successful deployment of the 26mm valve, without resulting regurgitation. Approximately five minutes after valve deployment, the patient¿s pressure started to worsen. Fluids and medication were administrated and then blood products were started. As per medical records (md death summary), following valve replacement the patient developed hypotension and was found to have an intrapericardial bleeding source. An emergent sternotomy was performed; however, no frank perorations could be identified. It was felt that the patient had sustained a myocardial hematoma with diffuse intramyocardial bleeding, secondary disintegration and diffuse bleeding. As no treatment options were available for this condition, cardiopulmonary bypass was discontinued and the patient expired.